Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to various worn electrical components and bearings corrosion from immersion during cleaning, which is user error, misuse and /or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) processing that during routine maintenance, it was observed that the battery reciprocator device seized up. According to the reporter, three different battery devices where tried with the device and the same results were obtained. This event was not related to surgery. There was no patient involvement reported. There were no reported of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly